Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an iab optical sensor failure alarm. The customer was advised to find an alternate aline site. The iab central lumen with no flush system attached and was capped off at time of insertion. There was no reported injury to the patient.